Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the system98 intra-aortic balloon pump (iabp) unit failed screen test , the screen was flickering. There was no patient involvement.

Manufacturer narrative:
The fse who found the issue replaced the pcb, inverter and video receiver and then completed the pm and ran all tests per manufacturer's specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed screen test , the screen was flickering. There was no patient involvement.